Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years nine months post filter deployment, a CT demonstrated an ivc filter with one of the filter arms broken off and lying lateral to the filter. Approximately three years post filter deployment, a retrieval attempt using snare was made to remove the previously detached filter limb and multiple methods and attempts to retrieve the filter and an additional detached limb. Several unsuccessful attempts were made using snare, forceps and an angioplasty balloon to free the hook of the filter. It was felt that the hook of the filter was encapsulated in the endothelium. Therefore, the investigation can be confirmed for retrieval difficulties and limb detachment . However, the investigation is inconclusive for filter tilt as there is no mention of angulation of the filter in the provided medical records. Per the provided medical records, multiple attempts were made to retrieve the filter using snare, forceps and balloon. It was felt that the hook of the filter was encapsulated in the endothelium. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2014); (manufacturing date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached and the filter tilted with the filter and filter strut becoming embedded in the ivc wall. Furthermore, it was alleged that there are two detached filter struts, and one filter strut is overlying the mitral valve of the heart. The device and filter struts were removed percutaneously. The current status of the patient is unknown.